Event description:
In 2006, a patient received an xact carotid stent in the right internal carotid artery/common carotid artery, using an emboshield filter. During post-dilatation with another brand of balloon, the patient experienced asystole with decreased level of consciousness (loc) briefly. The patient had a jerking movement and regained normal loc and returned spontaneously to a normal sinus heart rhythm. No intervention was required to restore heart rhythm and the patient returned to baseline neurologic status immediately. The patient was discharged home the following day with no further symptoms.

Manufacturer narrative:
The device was not returned and there was no lot information. We were unable to perform device inspection or device history record review in this case.